Event description:
Pentax medical was made aware of a complaint on 25-feb-2021 that occurred in the united states. The user facility representative for (B)(6), called pentax medical's tech support line on 25-feb-2021 regarding pentax medical video bronchoscope model eb-1570k, serial number (B)(4). The point of contact(poc) explained four patients had become symptomatic of a fungal infection after having procedure with this endoscope. The physician is asking for the scope to be tested for fungus. The following day, 26-feb-2021, the processing and infection control leader provided his recommendation on sampling and processing the returned endoscope as well as suggested questions to include in the good faith effort(gfe) attempt to the customer. The director of (B)(4) took the action item to reach out to the user facility on 01-mar-2021 in regards to communication of the sampling options, process, and associated fees. On 05-mar-2021 and 16-mar-2021 good faith efforts(gfe) were sent to the user facility and sales rep requesting event and patient details as well as many questions about their cleaning and testing processes. Although the user facility point of contact responded that they would provide the date, no additional information has been provided. The customer owned endoscope was received by pentax medical for evaluation on 10-mar-2021. According to the processing plan, the endoscope was sampled on 11-mar-2021 prior to reprocessing/cleaning, and again on 15-mar-2021 after reprocessing/cleaning. Sampling of pentax medical bronchoscope model eb-1570k, serial number (B)(4): before reprocessing: 1 cfu, staph. Hominis. Low concern microorganism, skin flora, only 1 cfu. After reprocessing; no growth. On 09-mar-2021, a device history record(DHR) review for model eb-1570k, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 04-mar-2009 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 04-mar-2009. Model eb-1570k, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 24-mar-2009. The endoscope is pending sampling results and further evaluation. The following mdrs are being submitted for the 4 patient cases: 9610877-2021-00064 - patient (B)(6). 9610877-2021-00065- patient (B)(6). 9610877-2021-00066- patient (B)(6). 9610877-2021-00067-patient (B)(6).

Manufacturer narrative:
Correction information: b4: date of this report. B5.refer to h10. F7: follow up #01. F11: updated dates. F13: updated dates. F10 continued: medical device problem code: 2303 microbial contamination of device component code: 4755 part/component/sub-assembly term not applicable. Summary: according to the processing plan, the endoscope was sampled on 11-mar-2021 prior to reprocessing/cleaning, and again on 15-mar-2021 after reprocessing/cleaning. Sampling of pentax medical bronchoscope model eb-1570k, serial number g111049: before reprocessing: 1 cfu, staph. Hominis. Low concern microorganism, skin flora, only 1 cfu. After reprocessing; no growth. As a result of the investigation, a causal relationship between infection and the endoscope was ruled out. This repair is managed under service oder RMA (B)(4). Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. The following mdrs are being submitted for the 4 patient cases: 9610877-2021-00064 - patient 01. 9610877-2021-00065- patient 02. 9610877-2021-00066- patient 03. 9610877-2021-00067-patient 04.